Manufacturer narrative:
Na.

Event description:
We received an allegation of questionable sodium results for 1 patient sample tested on cobas 8000 ise module serial number (B)(4). On (B)(6) 2023 the customer ran a patient's sample and initially resulted in ise - sodium value of 152 mmol/l while upon repeat the result was 143 mmol/l.

Manufacturer narrative:
The provided results indicated that most probably a mis-sampling of the patient sample took place. These effects are mainly caused by a poor sample quality. The general root cause of the issue was pre-analytical sample handling.